Event description:
It was reported that the medical professional¿s handheld computer switches off repeatedly. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. Attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.